Event description:
A valiant stent graft was implanted in a pt for the urgent endovascular treatment of a thoracic aortic aneurysm. The stent grafts were removed from the pt however; no other info has been provided. No add'l clinical sequelae were reported, and the pt condition is unk. (MFR report# 2953200-2011-01682, 2953200-2011-01683). An internal review of returned explanted images show a likely valiant explant, minimum 2 devices explanted. No obvious device integrity issues were observed.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (conversion to open repair), (unk cause of event).